Event description:
It was reported that the patient had experienced infusion set tubing was leaking at the insertion site event on (B)(6) 2026. The infusion set had been in use for forty eight hours.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction complaint.request was performed for additional information including lot number; however, lot number was not provided.a complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number.reporting site: 8021545.manufacturing site: 3003442380.